Event description:
It was reported the patient had a break in aseptic technique described as a touch contamination during peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics for three weeks. A week after stopping antibiotic therapy, the hp was again diagnosed with peritonitis. The hp was not hospitalized for the recurrent peritonitis. The patient was treated for the recurrent peritonitis with unspecified antibiotics for 5 weeks. Peritonitis and pd therapy were ongoing. The patient was retrained on proper aseptic technique multiple times.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.